Event description:
Catheter hub broken. "Tip of hub broken at housing tube-visual observation. (Occurred) where sheath is connected. Opened new one to continue procedure."

Manufacturer narrative:
Trending has shown uncommon event.